Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 3, 2007, the lay patient contacted lifescan (lfs) alleging that his one touch ultra mini meter displayed three dashes. The complaint was classified baed on the customer care advocate (cca) documentation. The patient was unable to answer, when the product issue first occurred. The patient took his usual dose of humalog insulin. After taking insulin the patient felt like he was going to pass out. The patient was unwilling/unable to answer whether he received medical attention, because of the reported issue. The cca confirmed that the patient saw the three dashes when accessing the meter memory. The cca trained the patient on the meter memory function and resolved the issue. The patient's products were replaced. The complaint is reported, because the patient alleges he was unable to obtain an actionable result, took his usual dose of humalog insulin, and afterwards, he felt like he was going to pass out.